Event description:
On (B)(6) 2012, patient reported an e7 (electronic error) message displayed on the infusion device while placing the device into run mode after completing the change the cartridge and the priming processes. Patient did not know how long the battery had been in use. Had patient remove the battery and reinsert it into the infusion device; e7 persisted. Had patient insert an alkaline battery into the device. Had patient remove the cartridge, rewind the piston and reset it to 304 units; the amount of insulin remaining in the cartridge. After the self-test, patient prime until insulin came out of the end of the infusion set tubing and then connected the tubing to the infusion set and attempted to place the infusion device into the run mode but e7 displayed again. Patient stated she was pressing the menu button and then the check button in an attempt to place the device into run mode when the error occurred. Patient reported she noticed moisture inside of the cartridge compartment of the infusion device. Patient stated she thinks the moisture is insulin not water. Patient reported she discovered the leak when she removed the insulin cartridge from the infusion device and noticed moisture inside of the cartridge compartment. Patient stated she noticed the insulin in the device today but it has also occurred in the past. Patient reported she believes the insulin leaked from the cartridge plunger on the bottom. Patient stated she reuses her cartridges. Advised patient against reusing cartridges. Assisted patient with setting up her backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device, infusion set, cartridge and adapter for evaluation.